Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication count was not accurate and identified error in data sync logs. A technical support specialist (tss) dialed into the station and confirmed there was no disconnected mode icon present, and the health sight viewer (hsv) also did not indicate any communication issues with the device. Past cases were reviewed, which showed that similar issues had been resolved with a full synchronization. The station database was backed up to d drive after which a transaction locate was run on both the station and the server, with results showing they were in synchronization. The check synchronization 2 uploads from station query was executed and returned the result, ¿good ¿ all transactions have been queued locally and processed at the server.¿ a full station synchronization was then performed, and the latest transactions were visible on both the station and the server, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, medication was not accurate and error on hsv as device not communicating. There were no adverse events or injuries reported based on this event.